Event description:
It was reported that the patient had difficulty charging the ipg after a hip replacement. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was disposed per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago.